Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation on his chest under the front therapy electrode. The patient reported that the therapy electrode was rubbing against his skin, making it raw. The patient's physician advised the patient to use lotion on the irritation. Follow-up indicated that the irritation had cleared up.